Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an encore 26 inflation device was unpacked for a percutaneous nephrolithotomy (pcnl) procedure on (B)(6) 2017. According to the complainant, during preparation, they noticed that the device's inner tray was cracked. They opened another encore 26 inflation device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.